Event description:
(B)(6) is working on cx cto. Was able to get gladius mongo gw across cto. He was using a mamba flex mc first. That was unable to cross cto. He asked for corsair pro xs. Was able to advance further, but not totally across cto cap. He did clockwise and counter-clockwise rotations. The cp xs was not advancing ay further. He then went to remove the cp xs. He noticed that the tip of cp xs was broken off, and was stuck on wire. On angio it didn't look like there was calcium but cto cap was extremely hard. Once he removed the body of the cp xs, he removed the gladius mongo guidewire, which had the tip on the mc fused to the wire. So entire tip was removed from patient, nothing left behind. He rewired the vessel, but was unable to advance any microcatheter, or balloon through the cto cap.